Event description:
It was reported that noise and low pacing impedance was observed on the right atrial (ra) lead. Lead damage was suspected to be the cause of the event, however, it was not confirmed via diagnostic imaging. Abbott technical support confirmed the event and recommended performing lead provocation testing. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.